Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. The blood glucose reading was 475 mg/dl. The customer declined troubleshooting for high blood glucose, advising that she would treat for it later. She stated that she had broken her insulin pump's belt clip and requested a replacement. Nothing further reported.